Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega suture-cut needle driver instrument associated with this complaint and completed investigations. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that 8mm mega suturecut needle driver wires were tore and exposed. There was no reported injury.